Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, aching on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the upper, mid and lower abdomen using the cooladvantage and cooladvantage plus applicator has presented with random pain in the abdomen and paradoxical hyperplasia. The affected tissue feels firm to the touch with visible enlargement. The skin is described as spongy.

Manufacturer narrative:
Additional information: b5.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2020 using a cooladvantage+ and cooladvantage applicators and presented with paradoxical hyperplasia (pah/ph). The patient underwent liposuction on (B)(6) 2022 and presented with reoccurring pah.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2020 using a cooladvantage+ and cooladvantage applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2020 using a cooladvantage+ and cooladvantage applicators and presented with paradoxical hyperplasia (pah/ph). The patient underwent liposuction on (B)(6) 2022 and presented with reoccurring pah.